Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia, on unknown date with blood glucose level was 470 mg/dl at time of incident and the current blood glucose level was 451 mg/dl and treated with manual injection of 25 units. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer was alleging insulin pump was under delivering because insulin pump shut down during customer sleep. Customer states they were unable to describe any possible damage to the drive support cap. Customer stated that the insulin pump shut down and they tried two batteries to replace it but it was not turning on. Customer was not calling back after receiving a new battery cap. Customer states the contacts on the battery cap were not missing or damaged. Customer states battery compartment was neither damaged nor corroded. Customer states the spring was neither damaged nor corroded. Customer states the display did not return. Customer states the display returned after insulin pump restart. Customer was advice to discontinue use of the insulin pump and revert to backup plan. The device will be returned for analysis.